Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 780 hematology analyzer generated erroneously high eosinophil (eo) and low neutrophil (ne) results with instrument generated messages. The erroneous results were reported out of the laboratory. The manual differential results and sample rerun showed lower eo% (0.0) and higher ne% results. The eo and ne results provided by the customer are shown. There was no death, injury or change to patient treatment as a result of this incident.

Manufacturer narrative:
Sample information was not provided by the customer. The root cause for the erroneous differentials (high eo / low ne) is that the samples show abnormal neutrophil populations on the histograms. However, the instrument generated messages to alert the operator to review the results. Service was not dispatched for this event. Per labeling, flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message.